Event description:
It was reported to siemens that a malfunction occurred while using the magnetom altea. The user stated that while the tabletop was moving into the magnet, the MRI tech pulled on the table to make sure it was docked completely. At this point the table moved away from the docking station while the patient was in the bore. The left control panel knob ceased to work, patient was stuck in the magnet and the table was free to be pulled out. The table was now in an undocked state with the patient inside the magnet. The techs used the emergency release mechanism to free the tabletop and pulled the patient back onto the table. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Additional information: g3: the date received by manufacturer was mistakenly omitted from 3002808157-2025-00004 supplemental report 1, submitted to the FDA on may 28, 2025. The date received by manufacturer, may 27, 2025, is included in this report.

Manufacturer narrative:
Siemens healthineers completed the investigation of the reported event. There was no injury associated with this issue (additional information). Due to a lack of information, initially it was not possible to fully understand the complained issue. According to the information received from siemens healthineers¿ onsite team on 2024-11-18, all assemblies were inspected and found to be error-free. The table was functioning without any issues. Siemens healthineers experts investigated the issue and the sequence of events. The event log showed that the emergency undock function of the table was triggered before moving the tabletop into the bore. Consequently, the table could be undocked. It was stated in the complaint, that the operator pulled on the table to check if it was docked completely. However, the select & go display always indicates if the table is completely docked, as described in the magnetom family operator manual ¿ mr system and coils syngo mr xa61. It is not necessary to manually check if the docking was successful. Furthermore, the emergency undock function should only be used if undocking with the docking/undocking button on the table user interface does not work. The operator manual clearly states that after using the emergency undock function, the table must be removed completely, and a reset of the docking mechanism needs to be performed. The investigation showed that there was no malfunction of the patient table. A correct handling of the patient table regarding docking and undocking would have prevented the described issue. There was no risk to the patient as the emergency release worked as specified and the patient could therefore be safely and always removed from the scanner. The tabletop is always connected to the patient table. Therefore, the patient table cannot be moved away from the system while the patient is still in the bore. It was recommended to the users that the associated system operator manual must be consulted regarding the correct docking and undocking procedure and emergency undocking to avoid such incidents in the future. This complaint has been closed. Corrected information: d4: the complete UDI was reported in the correct format. A paratheses was missing. D8: manufacturers street address was corrected.